Manufacturer narrative:
(B)(4).

Event description:
It was reported that mobile app interruption due to os upgrade on smart device occurred. The patient reported her (B)(6) performed an automatic update, making her (B)(6) incompatible with the system. During that time, the patient experienced a hypoglycemic event that she nor her children were unable to manage with juice. Emergency medical services (ems) was called and the patient was treated with glucose via intravenous (IV) therapy and saline. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. At the time of report, the patient had recovered and was feeling better. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.